Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the titanium adapter and the patient connector of a minicap transfer set which resulted in a leak. This was observed during use of the devices for peritoneal dialysis (pd) therapy. The titanium adapter was replaced. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.